Manufacturer narrative:
Batch review performed on 26 june 2019: lot 176812: (B)(4) items manufactured and released on 29-mar-2018. Expiration date: 2023-03-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar reported event.

Event description:
Revision surgery performed after 1 month from the primary due to an infection (the pathogen is unknown). The surgeon revised the head and liner. The surgery was completed successfully.